Event description:
It was reported to boston scientific corporation that midway through a therapeutic hydrothermal ablation (hta) procedure, while using the hydrothermablator procedure set, the patient was observed to have a minor burn, due to a minor cervical seal leak alerted to by the fluid loss alarm. The burn was treated with silvadene cream. The physician completed the procedure with this device with no other patient complications. No additional follow-up treatment was needed, the patient is reported to be "fine".

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined. The complainant indicated that the device will not be returned for evaluation; as it was disposed of and therefore, a failure analysis is not available. We are not able to determine the relationship between this device and the cause for this event.